Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017 that the patient had experienced multiple skin reactions. A medical review was completed on 01/31/2018 and additional information was reported regarding the skin reaction that occurred on (B)(6) 2017. The sensor was inserted into the abdomen on (B)(6) 2017. The patient reported that after normal removal of the sensor, a raised, red rash formed at the insertion site. Affected area became sensitive and had pruritis and flaking skin following the application of non-prescription topical hydrocortisone. When showering, a burning sensation occurred when hot water hit the reaction site. Additionally, the patient reported that the reaction extended laterally across the abdomen between two previous insertion sites. The reaction was sensitive to temperature, but did not swell or blister. On (B)(6) 2018 patient saw a dermatologist. The dermatologist diagnosed the reoccurrence of the reaction as contact dermatitis and prescribed a topical hydrocortisone cream for treatment. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.